Manufacturer narrative:
This report is for an unknown cervical spine locking plate system/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown date in (B)(6) 2014. Device has not been reported as explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported a female patient with a potential allergic reaction to a cervical spine locking plate (cslp), which was implanted on an unknown date in (B)(6) 2014, for an anterior cervical discectomy and fusion (acdf) procedure. The acdf surgical levels were not provided. The patient has developed a rash from head to toe; the cause is unknown. This report is for an unknown cervical spine locking plate system. This is report 1 of 1 for (B)(4).